Event description:
The customer reported low blood glucose symptoms with a result of 14 - 16 mmol/l on the mobile system. He went back to bed, but began to feel worse. Within 10-15 minutes the customer tested 1.9 mmol/l on the aviva expert system. The customer was treated with food and dextrose and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device however the system has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva expert system. Will not be returned to manufacturer.